Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the ventilator/low tidal volume. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the authorized service personnel (asp) confirmed the reported problem. The asp evaluated the unit and found that the flow sensor assembly is faulty. The asp replaced the flow sensor assembly to address the reported issue. Device returned to full functionality. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.